Manufacturer narrative:
Additional information: b5, d6a, d6b, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the central venous catheter (cvc) had malfunctioned either in aspiration or in infusion. The catheter had been in place for 2 months. The local therapy was with urokinase (B)(4) international units per lumen (both arterial and venous) for 45 minutes, which was the remedial action performed. After therapy, cvc function was restored. Medical intervention/treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the central venous catheter (cvc) had malfunctioned either in aspiration or in infusion. The catheter had been in place for 2 months. The local therapy was with urokinase 50.000 international units per lumen (both arterial and venous) for 45 minutes, which was the remedial action performed. After therapy, cvc function was restored. Medical intervention/treatment was required as a result of the event. The device deficiency could have led to a serious adverse device effect (sade) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the central venous catheter (cvc) had malfunctioned either in aspiration or in infusion. The local therapy was with urokinase (B)(4) international units per lumen (both arterial and venous) for 45 minutes. After therapy, cvc function was restored. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the central venous catheter (cvc) had malfunctioned either in aspiration or in infusion. The catheter had been in place for 2 months. The local therapy was with urokinase 50.000 international units per lumen (both arterial and venous) for 45 minutes, which was the remedial action and intervention performed. After therapy, cvc function was restored. The device deficiency could have led to a serious adverse device effect (sade) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate. There was no reported patient injury.